Event description:
The pt reported, he has been experiencing erratic blood glucose readings. He stated this past week, his blood glucose readings have been between 50 mg/dl and 316 mg/dl. He said, he has corrected his elevated blood glucose levels by bolusing through his insulin infusion device and has corrected his low blood glucose levels by eating. The pt stated, he has been seeing a doctor for a low blood pressure. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.